Event description:
Tbm spoke with a tech from (B)(6), and the tech mentioned they have had to retap holes in the half rail crossbraces because there are no threads to put the screws through. He states there have been two sets so far. Dealer did not have serial numbers or any other reference information. (B)(6).